Event description:
Customer reported a malfunction code on a mobi pump, identified as malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer did not report any prior notable events, and technical support provided instructions to reset the pump, which resolved the issue without recurrence. Customer was advised to continue using the pump and to call back if the malfunction recurred.